Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. The device was returned to the biomedical engineering dept from the operating room with an unsigned note that stated, "bolus button of the pump does not work." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the button on the bolus cord was pressed. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by reporter upon query by hospira personnel.